Event description:
It was reported that the patient presented to the hospital as beeping tones were heard from this implantable cardioverter defibrillator (ICD). Subsequently, the battery of this device was suspected to be depleting prematurely. According to the information provided, three months prior to this suspicion, an interrogation of the device reported two years of remaining battery capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and it was replaced with another one from a different manufacturer. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the patient presented to the hospital as beeping tones were heard from this implantable cardioverter defibrillator (ICD). Subsequently, the battery of this device was suspected to be depleting prematurely. According to the information provided, three months prior to this suspicion, an interrogation of the device reported two years of remaining battery capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and it was replaced with another one from a different manufacturer. No additional adverse patient effects were reported. The product was received for analysis.